Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff; the sheath was noted buckled. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Bends to the iabc central lumen were noted at approximately 3cm, 7.5cm, 12.9cm and 16.5cm from the iabc distal ip. The outer lumen was noted pinched/crushed at approximately 29cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer photos were reviewed. The photo shows an iab display head. The photo shows an iabp alarm history, multiple helium loss 2 alarms were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 7.5cm from the iabc distal tip. No blood or debris was noted. The guidewire met resistance and could not advance at approximately 68cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible helium loss 2 alarms" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "40 cc fiberoptic just inserted while the patient was in the cath lab. They immediately began to get possible helium loss 2 alarms. They are occurring every 2-3 minutes". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Event description:
It was reported "40 cc fiberoptic just inserted while the patient was in the cath lab. They immediately began to get possiblehelium loss 2 alarms. They are occurring every 2-3 minutes". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).